Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt's daughter reported that the pt had surgery for a hernia repair. A f/u call was made to the pt's nurse who reported that the pt developed a hernia while on pd. The pdrn stated she is unsure when the hernia first appeared. The pt was scheduled to have surgery on (B)(6) 2015. The pt was discharged on the same day and symptoms of the hernia had resolved.